Manufacturer narrative:
Investigation result: one 20051e sample was received without packaging for investigation; some residual fluid was present in the set. The customer reported that the affected sample was from lot 25025352 and that "the blue part of the extension hall will leak". Visual inspection of the returned sample identified that the piston of the smartsite was protruding from the housing (appendix 1). It was possible to push the piston back into the housing but when flushed with bd 50ml plastipak syringe, leakage was observed from the smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed damage to the piston of the smartsite; however no potential manufacturing contributors were determined during a review of the manufacturing process. A definitive root cause for the protruded smartsite piston could not be determined; no similar damage has been observed during manufacture of the smartsite. A review of the production records for lot 25025352 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20051e product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had leakage. The following information was provided by the initial reporter: the blue part of the extension hall will leak